Manufacturer narrative:
H6: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported failure mode, a broken deployment line, was confirmed through engineering evaluation of the returned device. The outer zipper was observed to be fully deployed to the turnaround with no expansion of the endoprosthesis and there is 11cm of deployment line exiting the transition. The deployment line itself was not confirmed to be stuck as deployment continued during evaluation when the deployment line was pulled at and along the endoprosthesis. The cause for the broken deployment line could not be established with the available information. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The deployment line segment attached to the deployment knob has two knots along its length. The endoprosthesis is compressed distally, has one bent stent strut, and the distal shaft is exposed near the transition. The cause for these delivery system observations could not be established; however, the delivery system observations are consistent with potential device interactions during removal of the device following the attempted deployment.

Event description:
It was reported that on (B)(6) 2024, the patient was treated with avg using a gore® viabahn® endoprosthesis with heparin bioactive surface by percutaneous transluminal angioplasty (pta). During the procedure, the physician used a 7 fr sheath to advance the terumo wire (0.18). And then the physician used a 7mm balloon through the wire to widen lumen of the blood vessel to maintain blood flow. Subsequently, the physician used a vbjr071002w viabahn, hoping to widen the blood vessels and improve blood flow. When the physician pulled out the deployment line, the deployment line was broken, and no obvious pulling force was felt. The viabahn couldn't be deployed. Then the viabahn was removed. Another vbjr081002w was used and deployed successfully. Finally, the blood vessels of the patient's left upper limb were effectively dredged and patent. The procedure achieved the desired effect. The patient tolerated the procedure.

Manufacturer narrative:
H6: c21- the device was under way to manufactory. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.